Event description:
Further information was received indicating that the patient underwent a revision surgery on (B)(6) 2016. The suspect lead was replaced due to a lead discontinuity. The patient's vns system was tested upon the connection of the new lead to the existing generator and the system diagnostics returned the impedance results within the normal limits. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
It was reported that high impedance was measured on a vns patient system (9000 ohms); the device was switched off for the patient safety. It was reported that there was an increase in seizures since 5 to 6 weeks. The patient did not notice any pain or stimulation as well during the stimulation. It was reported that no trauma occurred on the patient. No x-rays were performed, as decided by the physician. It was reported that a replacement surgery is scheduled. No known surgical interventions have been performed to date. No additional relevant info was provided to date. Review of manufacturing records confirmed that the implanted devices passed all functional tests prior to distribution.